Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The torque device used with the guidewire was returned. Visual inspection of the device revealed that the polymer sleeve was not smooth on its proximal end, proximal end was not melted down on the core wire and not tight on the core wire. Approximately 1.5cm polymer sleeve piece was overerlapping and hanging loose on the polymer middle section at approximately 17.0cm from the guidewire distal end. No anomalies were observed with the ptfe(polytetrafluoroethylene) coating and hydrophilic coating. The guidewire was also slightly bent along its length. Functional testing could not be performed due to the nature of the complaint and the hydrophilic coating was observed to be present on the guidewire. The anomalies noted for the polymer sleeve were determined to be potential manufacturing defect which likely contributed to the reported event and damages observed during analysis. Therefore, an assignable cause of manufacturing was assigned to this event. Based on the information available and analysis results, the reported event of hydrophilic coating peeling was not confirmed and the manufacturer continues to investigate the matter.

Event description:
It was reported that when the guidewire was being prepped for the procedure, the hydrophilic coating was observed to be peeling from the tip. The physician replaced it with a new guidewire and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that when the guidewire was being prepped for the procedure, the hydrophilic coating was observed to be peeling from the tip. The physician replaced it with a new guidewire and continued the procedure without clinical consequences to the patient.